Event description:
It was reported to covidien on (B)(4) 2015 that a customer had an issue with a feeding pump. The customer reports the pump over infused. The pump was set to deliver 75ml in 1 hour but delivered the entire amount in 28 minutes. The patient is a (B)(6) old baby with 1 lung. The incident caused choking and gagging, and the patient is ok now.

Manufacturer narrative:
One kangaroo joey pump was returned to the service department with a specific request for service/repair. The initial inspection of the unit found that the pump was functioning properly. The unit was escalated to a senior technician where it passed performance, all functional, accuracy and recertification testing. Potential causes could include and old or over-stretched tubing set, a recent change in formula, or perhaps the temperature of the formula itself. The pump will be repaired and returned to stock. Product kangaroo joey pump was manufactured in 2013. A review of the service history records indicates there has been no other service histories recorded for this system. This information will be utilized for trending purposes to determine the need for corrective action.

Manufacturer narrative:
A device history record review of the reported serial number confirmed that the product was produced accomplishing quality requirements and released according to established procedures.

Manufacturer narrative:
Submit date: 02/02/2015. An investigation is currently underway. Upon completion, the results will be forwarded.